Event description:
Per customer: appointment confirmed and completed (B)(6) 2022, resulted (B)(6) 2022 positive from (B)(6) adult school (rpcr), (B)(6), inquiring about the accuracy of the positive results. Escalated call. (B)(6) 2022 @15:01 agent spoke to patient who stated they have retested, appointment confirmed and completed (B)(6) 2022, resulted (B)(6) 2022 negative, and are claiming the positive results received on (B)(6) 2022 are false.' Still waiting for the customer to provide lot number of the cassette and details of the other test used that gave them negative results. Entering the case w/o lot number as it is a potential false positive claim. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
(B)(6) continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.